Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The string broke when I took it out- tampax [device breakage]. Case narrative: consumer reported via email that the tampon string broke when she took it out. No injury reported.